Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old-female patient, the device displayed the patient in ventricular fibrillation. The clinician shocked the patient multiple times, administered medications and performed CPR. The patient was shocked 2 more times, administered medications and continued CPR during transport to the hospital when the device inappropriately powered off, at that time they arrived at the hospital and the patient was in asystole. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device, and the device performed to specification. Review of the device and battery logs indicated that the device was shutdown due to a button press. The device delivered shocks before and after the event, and there is no indication of any device malfunctions. This claim has been closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.